Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varices ligation procedure performed on (B)(6) 2013. According to the complainant, only three of the seven bands were able to be deployed, when the handle was turned. The other bands remained stuck on the device. No damage was noted to the device, or device packaging. Another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.